Manufacturer narrative:
Device evaluated by manufacturer: the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient expired the patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2014. A 30mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was implanted. The device was placed distal to and spanned the entire laa ostium with a 1mm jet noted. In (B)(6) 2016, the patient expired, due to an unknown cause.

Manufacturer narrative:
Type of reportable event: corrected from serious injury to death. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient was admitted and hospitalized for 17 days. It was noted that medication was given/regimen was adjusted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient experienced hypoxemic respiratory failure that lead to cardiac arrest.